Event description:
It was reported that on (B)(6)2023, 28mm amplatzer amulet left atrial appendage occluder was implanted successfully using an unknown delivery sheath. During procedure, the landing zone measurements were 27,20,20 and 26. After the procedure, the patient was on dual antiplatelet therapy (dapt). The patient remained hemodynamically stable throughout the procedure. The patient was discharged without symptoms on the following day. On (B)(6)2023, the patient was seen in the emergency room (ER) and presented with shortness of breath. Computed tomography showed a small pericardial effusion, and the patient was discharged the same day without any intervention. On (B)(6)2023, the patient had chest pain and was admitted. A pericardiocentesis was performed and 1.1 ml of fluid was drained. The physician mentioned the retention wires on the 28mm device potentially caused the effusion. The pericardial effusion lead to cardiac tamponade. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of dyspnea, angina, and pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after the procedure, the patient was on dual antiplatelet therapy (dapt). Later, the patient had chest pain and was admitted. A pericardial effusion with cardiac tamponade was observed. A pericardiocentesis was performed, and 1.1 ml of fluid was drained. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted successfully using an unknown delivery system. The patient remained hemodynamically stable throughout the procedure. After the procedure, the patient was on dual antiplatelet therapy (dapt). The patient was discharged without symptoms on the following day. On (B)(6) 2023, the patient was seen in the emergency room (ER) and presented with shortness of breath. Computed tomography showed a small pericardial effusion, and the patient was discharged the same day without any intervention. On (B)(6) 2023, the patient had chest pain and was admitted. A pericardial effusion with cardiac tamponade was observed. A pericardiocentesis was performed, and 1.1 ml of fluid was drained. The physician mentioned the retention wires on the 28mm device potentially caused the effusion. The patient was discharged.